Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified right coronary posterior descending artery. A 8 mm x 3.50 mm nc quantum apex balloon catheter was advanced for dilatation. However, it was noted that the balloon catheter was fractured. A 4 mm snare was used to retrieved the device and it was successfully removed. The patient was implanted with a 2.25 x 16 synergy stent and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.